Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner is fully expanded with some liner stretching. Liner stretching starts at 2.25" to 3.75" from distal of strain relief and between 5" and 7.25" from distal end of strain relief. Distal tip is torn and stretched radially, along distal edge of liner. Radial and slant score lines are present. Distal tip was opened and stretched along axial score line; axial score line present. Provided device imagery was reviewed and the following observations were made: sheath distal tip is torn and stretched radially along distal edge of liner. The liner appears expanded as designed. The complaint for torn sheath distal tip torn was confirmed per evaluation of the returned device and imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, the distal tip was opened and stretched along the axial score line. The distal tip was torn and stretched radially, along distal edge of liner. All score lines were present on the tip. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards r&d sustaining team, during r&d feasibility testing, a 16f esheath tip tear was observed after the 29mm commander delivery system with 29mm sapien 3 ultra resilia valve was inserted.